Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the pump has entered into stop mode spontaneously on several occasions. Caller stated patient experienced elevated blood glucose reading of 17 mmol/l; administered correction bolus. No adverse event reported. Requested return of the alleged device for evaluation.